Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. If the red72 is forcefully advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. Further evaluation revealed ovalization proximal to the fractured location. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the internal carotid artery (ica) using a penumbra system red72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity) and a penumbra system 3max reperfusion catheter (3maxc). It was reported that the patient¿s anatomy was tortuous. During the procedure, while attempting the first pass, the physician experienced resistance advancing the red72 to the target location. Therefore, the physician decided to remove the red72. Upon removal, the red72 was noted to be unraveled towards the distal end. The procedure was completed using a penumbra system red68 reperfusion catheter (red68), the same velocity and the same 3maxc. There was no report of an adverse effect to the patient.